Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding the patient. It was reported that the patient had not used their device since 2011. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for multiple back operations. It was reported that the patient had the system shut off for an unknown period of time and had not used it. The caller did not know when the patient last charged. It was noted that the patient had also lost their patient programmer (pp). Technical services advised the caller to have the patient follow-up with an hcp. They instructed the caller to call patient and technical services to see if a pp could be provided when the ins was functioning. No symptoms were reported. No further complications were reported. Follow-up was conducted.